Event description:
Reporter reported to smiths medical international that the tubing had severed from the luer lock connected to the catheter. The pt notified the clinician that blood was leaking. The pt lost approximately 200ml of blood. No testing or treatment was reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and manufactured by smiths med asd. The assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. No additional action is necessary at this time. Smiths considers this MDR closed with this report.